Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00194.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system jet 7 reperfusion catheters (jet7s), a velocity delivery microcatheter (velocity), a non-penumbra sheath, and a non-penumbra stent retriever. During the procedure, the jet7 collapsed while making the second pass. Therefore, the jet7 was removed. The physician continued the procedure using a new jet7, the same velocity, the same sheath, and a stent retriever. Upon removal of the devices using the trap technique, the physician found that the jet7 was fractured at the distal 3 cm location. Therefore, the jet7 was no longer used. The procedure was completed using another jet7, the same velocity, and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.